Event description:
The customer reported that during a cardiac event, their device failed twice to deliver defibrillation therapy. Following the reported failure, the customer stated that they obtained a backup device and successfully delivered defibrillation therapy; however, the patient did not survive the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical evaluation was performed and determined that the reported issue may have contributed to the patient death. Defibrillation was needed (by ECG evidence) but the delay in therapy was greater than 30 seconds. It was also determined that "charge" is annotated twice during the event. Both times, the record shows the charge, immediately followed by manual removal, within 3-5 seconds. An annotation of sync is also noted after the initial charge was removed. The sync feature remained active throughout the remainder of the event record displayed in lead ii with sense markers noted only rarely. There is no evidence that troubleshooting of the dampened waveform display was attempted. The cause of the reported issue was determined to be use error.